Event description:
It was reported that a pump was falsely detecting a loaded set. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom "pump falsely detecting a loaded set" was confirmed and reproduced. It was caused by a failed upstream sensor. As a result, the upstream sensor/pusher was replaced.